Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable was returned for evaluation after being exchanged to be sure it was not the cause of the reported low voltage alarms. The returned heartmate 3 vad modular cable, lot number 7575218, was functionally tested and passed all steps without issue. The modular cable was connected to a test system controller as well as the returned system controller, (B)(6) (system controller investigation (B)(4) and operated as intended. Provided information indicated that the modular cable was replaced to be 100% certain that all moving parts were covered. The root cause of the reported event was not correlated to an issue with the modular cable. The heartmate 3 patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including low flow alarms. Heartmate 3 patient handbook, section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." Heartmate 3 patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 7575218) was manufactured in accordance with manufacturing and quality assurance specifications. Lot #7575218 was shipped to the customer on 13oct2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage alarms while connected to the mpu. Upon review of the patient's log files technical services noted odd low power hazard events on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. This appears to be an issue with the mpu or patient cable. The patient continued to have low voltage advisories when securely attached to the mpu. Upon review of the log file there were low power advisories while attached to the mpu which quickly resolved. The patient also had three new batteries which tested red on the charger. The vad coordinator believes that this is a power issue. When the batteries were placed in the universal battery charger there was a red light indicator with alert b001. The patient continues to have low voltage alarms while attached to the mpu. The patient's mpu has been replaced twice and has had a new transformer at home with a full electrical inspection. Upon review of the log files technical services observed low voltages along with power cable disconnects from both leads of the mpu. There was also one low flow advisory seen on the log file. In order to troubleshoot, the patient's controller (B)(4) and modular cable (7575218) were replaced. Related manufacturer reference number: 291659-2021-00448 and 2916596-2021-00464 and 2916596-2021-00130.